Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the left superior femoral artery (sfa). A 3.0x100x150cm armada 18 balloon dilatation catheter (bdc) was advanced to the lesion and inflated one time to 6 atmospheres (atm) when the balloon ruptured. A new armada was used to successfully complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.